Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material in a/w-cylinder and a/w-channel¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. Foreign material remained in a/w-cylinder and a/w-channel for the device was returned to olympus without reprocessing at the user facility. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection ¿ IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 r. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was not confirmed. However, in addition to the foreign material found in the air/water tube and the air/water cylinder, other evaluation findings are as follows: the water tightness was lost due to wear of the scope cover; the label on the suction connector was damaged; the bending angle in the up/down/left/right directions did not meet the standard values due to wear of the angle wire; the light guide lens was cracked; the adhesive around the light guide lens was peeled; and the adhesive around the bending section cover was detached. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that a clip got stuck in the gastrointestinal videoscope's valve and could not be removed. This occurred during a procedure and there was no report of patient harm. The device was returned, evaluated, and there was a foreign material in the air/water tube and the air/water cylinder. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.